Manufacturer narrative:
(B)(4). Batch # u95d9e. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage and with a clip in the jaws. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the trigger was noted to be midway, however, the device was cycled and it fed and formed one remaining clip as expected, and after the firing, the device locked as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the segmentectomy, clip would not close. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.